Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore on her left side under her breasts caused by the rubbing of the garment. The area is open but not bleeding. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use neosporin and to remove the lifevest for a period of time by a physician. Follow up indicated that the irritation is better.